Event description:
It was initially reported to boston scientific corporation on (B)(6) 2009, that a rapid exchange biliary stent system was used during a stenting procedure on a pt on (B)(6) 2009. During the procedure, the physician felt some resistance as the device was advanced. The device was removed and the guide/pull wire was found sticking out of the exchange port. The procedure was completed with different device. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure. This event has been deemed a reportable event based on investigation results; catheter broke.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. During the analysis, the guide catheter wire was found bent proximal to the hub of the push catheter. The rx ramp window of the push catheter was slightly deformed. The guide catheter wire was protruding out of the rx ramp window in a loop a length of approximately 27 centimeters. A functional eval to extend the guide catheter failed because the guide catheter detached (broke away) completely from the entire delivery system. During the functional eval when the guide catheter wire hub was actuated, the guide catheter wire protruded farther out of the rx ramp window making the loop bigger. A second functional eval found a 0.035 inch guide wire could be passed into the distal end of the push catheter and out the rx ramp window. The stent was not returned for analysis. The condition of the returned unit was consistent with the complaint incident. Based on the condition of the device and the details of the event, the most probable root cause is operational context. Due to anatomical/procedural factors encountered during use performance was limited. (B)(4).